Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be duplicated and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was conducted and analysis found that this issue is a known issue where the software will unexpectedly exit. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while launching dicom qr, the clinical specialist received a sr manager failure. She was able to launch ent and admin, it was exclusive to dicom qr. No patient present.